Manufacturer narrative:
Troubleshooting from hemo support did not find any errors concerning video disconnections. Hemo support logged into the customer's hemo server and updated their regedit settings for the hemo monitor. Further follow up with the customer determined that no further issues were noted with the hemo monitor screen turning black. The potential impact to a patient has been reviewed and the risk level has been assessed as medium (non-serious injury). Per hemo-6373 merge hemo 10 user manual: equipment care (page 363). General: inspect overall physical condition of the system components, peripherals, and interconnecting cables. Perform any corrective actions required.

Event description:
Merge hemodynamics displays, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2018, the customer contact reported to merge healthcare that the hemo waveform monitor went black. This occurred prior to the start of cases as well as during cases while patients were being actively monitored. As a result, the hemo monitor pc was rebooted several times. No third party monitor was used while the hemo monitor pc was rebooted. Once rebooted, hemo came back online and the cases were completed successfully. There was no adverse event reported. However, with merge hemo not capturing physiological data, there is a potential for incorrect treatment that could cause harm to the patient. Reference complaint number (B)(4).